Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 6) occurred with multiple cartridges. Reportedly, the pump was not outside of the allowable operating altitude range at the time of these alarms. Customer was unable to clear the alarms and reverted to an alternate method of insulin therapy. Customer's blood glucose level was 400 mg/dl.